Event description:
A surgeon reported that the trocars in a new pak were blunt during a vitrectomy procedure on the patient's left eye (os). The procedure was completed with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).